Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that according to the reporter, there was resistance and the cuff did not inflate during the pres-test. The customer reported that there was no patient involved.

Manufacturer narrative:
Correction: (name, email), (email). Evaluation summary: one sample was received for evaluation and the reported condition was confirmed. An inflation/deflation test was performed, and it was observed inflation and deflation were difficult. A visual inspection was performed and it was observed the inflation line tubing was collapsed inside the lumen of the tube. If information is provided in the future, a supplemental report will be issued.